Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the top rear label was missing. Review of the event history log showed the pump displayed several occurrences of the reported error. Functional testing involved visual inspection, opening up the pump and event log review. On power up the pump was found to display last error code 1870. On opening the pump, it was found that the motor was locked. The motor was replaced. Inspection of the lens found wearing on the lens and it was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump displayed last error code 1870. It was also reported the pump had screen damage. No adverse effects were reported.

Event description:
Additional information provided indicated that there was no patient involvement.